Manufacturer narrative:
At this time no conclusions can be made. The information provided alleges that the patient underwent an additional surgery, during which the mesh is alleged to have been rolled up and with adhesions. However, no medical records were provided and no sample was returned for evaluation. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent right inguinal hernia repair. An xl bard/davol perfix plug, reference number (B)(4), lot number huyk1373 was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent explant surgery of the bard/davol perfix plug. The surgeon found a "large ball approximately 2.5 cm in diameter of rolled up mesh..." The surgeon also noted that the mesh was "densely adherent to the surrounding tissues." The surgeon ultimately removed the bard/davol perfix plug from the patient's body, noting the removal was "extremely difficult." It is alleged that the patient continues to experience complications related to the bard/davol perfix plug, and will likely require additional surgeries to repair the damage from the bard/davol perfix plug. As alleged, the bard/davol perfix plug is defective. The perfix plug caused serious injury and had to be surgically removed via invasive surgery. It is alleged that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Event description:
The following was alleged by the patient's attorney: (b)6) 2015: the patient underwent right inguinal hernia repair. An xl bard/davol perfix plug, reference number (B)(4), lot number huyk1373 was implanted in the patient during this repair. (B)6) 2017: the patient underwent explant surgery of the bard/davol perfix plug. The surgeon found a "large ball approximately 2.5 cm in diameter of rolled up mesh..." The surgeon also noted that the mesh was "densely adherent to the surrounding tissues." The surgeon ultimately removed the bard/davol perfix plug from the patient's body, noting the removal was "extremely difficult." It is alleged that the patient continues to experience complications related to the bard/davol perfix plug, and will likely require additional surgeries to repair the damage from the bard/davol perfix plug. As alleged, the bard/davol perfix plug is defective. The perfix plug caused serious injury and had to be surgically removed via invasive surgery. It is alleged that the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per medical records provided by the patient's attorney and additional allegations: per medical records: (B)(6) 2015 the patient was diagnosed with a right inguinal hernia and underwent repair with the implant of an extra-large bard/davol perfix plug. Per the operative report details, "extra-large bard perfix plug placed into defect, tacked to inguinal ligament and transverse aponeurotic arch with prolene sutures. Path tacked to pubic tubercle with prolene. Ilioinguinal nerve was replaced on the cord structures. (B)(6) 2015 the patient had an office visit with complaints of pain with hernia. (B)(6) 2016 thru (B)(6) 2017 the patient had multiple doctor office visits with multiple nerve block procedures to help with complaints of chronic pain radiating down leg and groin/testicular pain. Per doctor' impressions, "patient developed peripheral nerve entrapment due to scarring tethering nerve, explains why activities such as bending, getting up, it tugged on muscles involved in scarring, nerve entrapped within scar." (B)(6) 2017the patient was diagnosed with right inguinal hernia, recurrent with severe pain and underwent repair of right direct inguinal hernia and removal of previous displaced mesh (perfix plug). Per the operative report details, "great deal of scarring in subcutaneous tissue. Found previous mesh (perfix plug) and palpating along this, we were able to find a large ball approx. 2.5 cm in diameter of rolled up mesh next to the pubic tubercle this was quite densely adherent to surrounding tissues. Mesh held up with clamps and eventually peeled away. All that remained was this balled area of mesh which was very significantly scarred. Gradually removed the mesh. Direct hernia present somewhat above where the mesh had been. A new piece of polypropylene mesh (davol flat) in a single layer was sutured from pubic tubercle and run along the transversus abdominus. Able to find the cord, it had been pressed downward underneath the mesh (perfix plug), although with some of the mesh being displaced, it is difficult to tell where this started. Large ball of mesh likely had been responsible for patient's significant preoperative pain." Additional allegations: difficulty urinating, hematuria.

Manufacturer narrative:
At this time no conclusions can be made. The information provided alleges that the patient underwent an additional surgery, during which the mesh is alleged to have been rolled up and with adhesions. However, no medical records were provided and no sample was returned for evaluation. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records and additional alleged outcomes. The medical records note a "balled area of mesh" was found upon explant, note the perfix plug is a 3 dimensional style device. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made. Updated fields: a2, a4, b4, b5, b7, g1, g4, g7, h2, h6, h11. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.